Event description:
''Us legal mdl'' it was reported that, after a left bhr construct had been implanted on (B)(6) 2006, the plaintiff experienced a mechanical failure of the birmingham hip resurfacing system and a nonunion of left subcapital femoral neck fracture. A revision surgery was performed on (B)(6) 2010 to treat these adverse events. The femoral head was explanted and the hip was revised to a bhr-tha system. The patient was transferred to recovery in fair condition.

Manufacturer narrative:
H3, h6: it was reported that left hip revision surgery was performed. As of today, the implanted devices all of which were used in the treatment, and additional information has been requested for this complaint but has not become available. Without definitive lot numbers, a complete complaint history review cannot be performed for the devices involved. As no device batch numbers were provided for investigation, a manufacturing record review and device labelling / IFU review could not be performed. All of the devices would have met manufacturing specifications. If more information is received, this investigation will be reopened. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The patient¿s fall cannot be ruled out as a contributing factor to the micromotion of the femoral head component in a rotational fashion. With the information provided, the clinical root cause of the reported nonunion of left subcapital femoral neck fracture and micromotion of the femoral head component cannot be confirmed. It cannot be concluded that the reported events and subsequent revision was associated with a malperformance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint. The investigation remains inconclusive and a definitive root cause cannot be determined. Additionally, specific factors known to contribute to the alleged fault cannot be provided due to the insufficient information. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.